Manufacturer narrative:
A livanova field service engineer was dispatched the customer and the 3t hc power off was not reproducible, patient tank did not suck water back into the system when venting valve was closed and patient tank alarming empty when it was full was reproducible. The float assembly was stuck as a result the float assembly was replaced. The distribution board was replaces to solve the issue of not sucking water back. The circulatory motor was replaced since it was no working. The 3t was functionally tested, preventive maintenance completed and the device was returned to customer. A possible explanation is that the customer noticed that the patient tank was not working as intended and reported a power off of the device. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
See intial report.

Event description:
See initial report.

Manufacturer narrative:
H11 a review of the device¿s service history confirmed that no similar events have been communicated to livanova since device date of manufacturing. A review of complaints database did not identify any trends associated with this failure mode. The most likely root cause of the reported event is water infiltration as well as prolonged exposure to elevated temperatures and high humidity levels during the stationary phase. These factors are related to environmental conditions and may have been further intensified by the disinfection procedure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device powered off during procedure. There was no patient injury.